Manufacturer narrative:
Device received with unresponsive buttons due to corroded keypad traces. No frozen display noted. Unable to verify trace pointers are invalid due to unresponsive buttons.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display and pump error 68. Blood glucose was 213 mg/dl at time of incident. Troubleshooting was performed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.